Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving dilaudid/hydromorphone (5.0 mg/ml at 1.4287 mg/day) and bupivacaine (5.0 mg/ml at 1.4287 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On 28-jul-2016 it was reported that the patient had an infected pain pump. The entire pump/catheter system was explanted. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.